Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump speed went to zero a twice in a short span of time. The patient was stable with minimal inotropic support. The cause of the speed drops was unknown. It was advised that the monitor should be rebooted, all lab investigations should be checked, and log files should be submitted. Log files captured low flow events on 12mar2023 and 110 pulsatility index (pi) events on 12mar2024. An echocardiogram (echo) was performed. No left ventricle unloading issues were noted, the interventricular septum (ivs) was in mid position, and the aortic valve was opening intermittently. The patient's right ventricular function was acceptable. The patient expired on (B)(6) 2024 due to cardiorespiratory arrest. The death was not considered to be device or therapy related.

Manufacturer narrative:
Section d4, h4: pump serial number corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files confirmed low flow alarms; however, a specific cause for the alarms could not be conclusively determined. The submitted event and periodic log files collectively contained data from (B)(6) 2024. Low flow hazard alarms were captured on (B)(6) 2024. Of note, elevated pulsatility index (pi) values were observed during the low flow events. No other notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. It was communicated that the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including death. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). This section explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting, outline system controller alarms, including low flow hazard alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.